Event description:
Tip of drill bit broke off inside of patient. Site notified rep who declined to have it returned for investigation. Manufacturer response for 1.5mm drill bit, 1.5mm drill bit (per site reporter).